Manufacturer narrative:
Device evaluation ((B)(6) 2021): the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection results: no abnormality were detected during visual inspection in none of the samples, no obstructions nor kinks were detected in none of the samples. Functional test: the complaints sample was tested using the cadd pump legacy to prime the devices as instruction of use as10011952-002 indicate. No difficulty was detected during the priming and no alarms were activated; the water could pass through the whole devices; thus, the failure mode reported was not confirmed. Root cause could not be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. No corrective actions are required since the complaint was not confirmed. A DHR review was performed and no problems or issues were identified during this DHR review.

Event description:
It was reported the device caused the attached pump to give false "upstream occlusion" or "high pressure" alarm message after infusion had been started. No adverse effects reported.

Manufacturer narrative:
Device evaluation (08/20/2021): the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection results: no abnormality were detected during visual inspection in none of the samples, no obstructions nor kinks were detected in none of the samples. Functional test: the complaints sample was tested using the cadd pump legacy to prime the devices as instruction of use as10011952-002 indicate. No difficulty was detected during the priming and no alarms were activated; the water could pass through the whole devices; thus, the failure mode reported was not confirmed. Root cause could not be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. No corrective actions are required since the complaint was not confirmed. A DHR review was performed and no problems or issues were identified during this DHR review.

Event description:
It was reported the device caused the attached pump to give false "upstream occlusion" or "high pressure" alarm message after infusion had been started. No adverse effects reported.